Event description:
Davinci robotic prograsp instrument discovered broken, the wire in the joint where instrument flexes is frayed/broken. No injury occurred. Instrument sent to sterile supply and staff notified of incident as well as instrument. Diagnosis or reason for use: bilateral tubal ligation. Event abated after use stopped or dose reduced: yes.